Manufacturer narrative:
(B)(4). The incident device has been received and is under investigation. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a pelvic clearance procedure, involving the bladder, prostate and rectum, the knife blade came off the track while working on tissue described as being thick. The jaws of the device could then not be re-opened, but were not applied to tissue. There was no blood loss or pt injury. The device was returned for eval with the knife blade exposed.